Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that after the completion of the prime step, there was a difference of more than 20 units between the remaining insulin units displayed on the pump screen and insulin remaining in the cartridge. Reportedly, the pump displayed more remaining insulin than there was actually in the cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a visual inspection of the pump revealed that there was no debris in the cartridge compartment. The pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind and load cartridge sequence and the cartridge was primed to 195 units. The cartridge was removed from the pump and the investigation was able to verify that the cartridge was at 195 units. The cartridge was reinstalled and the rewind and load steps were performed again. The piston stopped at 195 units and the display correctly read 195 units. The remaining insulin reading was found to be calculated and recorded correctly. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. Unrelated to the initial complaint, there was corrosion observed inside the battery compartment. A leak test was performed and passed therefore there were no leaks in the pump. The pump cover was removed and no further evidence of moisture damage was found.